Event description:
It was reported that a patient underwent generator revision surgery to address end of service. The explanted generator was returned to the manufacturer for analysis and the end of service condition was confirmed. During analysis, it was found that the supply current pulsing was over the specified limits. The caged module was found to exhibit an out-of-limit (high) pulsing current. Analysis indicates that during manufacture of the generator, the r35 resistor (a selectable value resistor) could have been more optimally chosen. A lower value resistor would have more suitably centered the currents within their limits. Using the lower value resistor, the device performed according to functional specifications. The out-of-limit supply current pulsing could potentially be a contributing factor to the depleted condition of the battery; however, it was an expected event based upon the battery life calculation.